Manufacturer narrative:
The MFR did not receive explanted devices for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and/ or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that the patient received a ncb femur plate at an unknown date and that the implant broke during the mobilization phase for unknown reasons. The patient was reoperated on (B)(6) 2013.